Event description:
It was reported that the fired clips came off of the pt's artery. Additional info about the pt and the event was requested but has not been received. A f/u report will be sent if additional info is received.

Manufacturer narrative:
Final investigation of the clip appliers revealed that the fired clips appeared out of alignment or with a gap. The device otherwise fired well. The device was sent out with at least 10 clips and was sent back with 9 clips left.